Manufacturer narrative:
(B)(4).

Event description:
It was reported a loss of aspiration occurred. An angiojet® zelantedvt¿ catheter was selected for a deep vein thrombosis (dvt) thrombectomy procedure. The catheter was primed and inserted into the patient for mechanical thrombectomy. After about 2 seconds, the catheter lost aspiration. There was a "check saline supply" error and the pump started to fill with saline. It was attempted to re-prime with no success. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of zelante dvt thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported a loss of aspiration occurred. An angiojet® zelantedvt¿ catheter was selected for a deep vein thrombosis (dvt) thrombectomy procedure. The catheter was primed and inserted into the patient for mechanical thrombectomy. After about 2 seconds, the catheter lost aspiration. There was a "check saline supply" error and the pump started to fill with saline. It was attempted to re-prime with no success. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is fine.